Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported finding a fluid leak inside the cassette door following treatment. The patient's contact was advised to contact the patient's nurse. The set was discarded. During follow up the patient's nurse reported there was no adverse event associated with the leak. No antibiotics were prescribed.